Event description:
Reporter alleged obtaining the results of 439 mg/dl, 167 mg/dl and 89 mg/dl on one aviva system compared back to back with a result of 76 mg/dl on an unknown aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the first aviva suspect device system used. Reference medwatch report with (B)(6) for the unknown aviva suspect device system used. Will not be returned to manufacturer.